Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada's service department and the hv module was replaced. The device was recertified and returned to the customer. The hv module was returned to zoll medical corporation and the malfunction was attributed to the hv module. Analysis of reports of this type has not identified an increase in trend.